Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 20mg/ml, dose not reported via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included the patient lost a lot of weight in the past year; planned weight loss. The patient reported the pump loose in the pocket after excessive weight loss. The environmental, external or patient factors that may have led or contributed to the issue was planned weight loss. There were no known diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was a pocket revision. The physician placed more sutures in the pocket and removed excess pocket tissue. The pump was placed in a mesh pouch as well. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.